Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device confirm dm2102 is in backup vvi mode. During a remote follow-up, the device was noted to be in backup mode due to normal battery depletion. Device replacement is anticipated and the patient was stable.